Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) noted based on troubleshooting that it appears to be a proximal coil issue however recommended performing a high energy shock test or defibrillation threshold (dft) testing. No adverse patient effects were reported. The lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) noted based on troubleshooting that it appears to be a proximal coil issue however recommended performing a high energy shock test or defibrillation threshold (dft) testing and it was performed. Additional information was received from the field representative that indicated the physician suspects something along the lines of calcification or scar tissue on the proximal coil as the cause for rise in impedance. The lead is performing appropriately and now is programmed distal coil to can. The rv lead remains implanted and in service. No additional adverse patient effects were reported.